Event description:
The customer reported that while pipetting a plate on summit the tech opened the tip drawer, which is supposed to stop the summit. The summit did not stop as expected, but continued to run. No error was generated. No death or serious injury was associated with this incident.